Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins was replaced because it was not charging, the patient reported the new device was a lot quicker and better. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and lumbar radiculopathy. It was reported that the patient had been in overdischarge for approximately 3 years (2013). There were no patient symptoms reported. Additional information received from manufacturer representative indicated that the patient was scheduled for replacement of the ins on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.